Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician confirmed the reported issue and reported the touch screen failed required flex circuit resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue.